Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the ma limit files so that the max r/min value in high limit fluoro went from 21.64 to 18.37. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the high level fluoro on the 9800 system exceeded the maximum limit of 20r/min. There was no report of patient injury.